Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited loss of capture however, there was no asystole. The device was re-programmed to 5@1. There is no observations of noise or increased impedances. A chest x-ray was performed and it showed a slight reduction in slack on both lead but the rv lead is still mid septal where it was placed. Then during the patients follow-up it was noted the rv lead was dislodged. Subsequently, this lead was explanted and replaced successfully. This lead is expected to be returned for lab analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited loss of capture however, there was no asystole. The device was re-programmed to 5@1. There is no observations of noise or increased impedances. A chest x-ray was performed and it showed a slight reduction in slack on both lead but the rv lead is still mid septal where it was placed. Then during the patients follow-up it was noted the rv lead was dislodged. Subsequently, this lead was explanted and replaced successfully. This lead is expected to be returned for lab analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.